Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. Incident description: the device misfired and was replaced with an competitor clip applier. No patient injury occurred. Limited information was available. It was unknown if this occurred with the first activation. It was unknown what action was being performed when the surgeon experienced the event. The applied rep was informed of the events on (B)(6) 2018 and asked the facility to report the events directly today, (B)(6) 2018. Additional information was received via telephone on (B)(6) 2018 at 8:30am from applied medical account manager. The surgeon is unwilling to provide event details. Attempts to obtain further details from other sources are in process. Additional information was received via email on (B)(6) 2018 from, applied medical account manager. The only information I was able to get was clips were misfiring and scissoring. I could not get the specifics on which number it was or how the doctor was holding the clip applier. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit, however the complaint¿s experience of clip scissoring could not be replicated or confirmed. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.

Event description:
Procedure performed: lap chole. Incident description: the device misfired and was replaced with an competitor clip applier. No patient injury occurred. Limited information was available. It was unknown if this occurred with the first activation. It was unknown what action was being performed when the surgeon experienced the event. The applied rep was informed of the events on (B)(6) 2018 and asked the facility to report the events directly today, (B)(6) 2018. Additional information was received via telephone on 09nov2018 at 8:30am from applied medical account manager. The surgeon is unwilling to provide event details. Attempts to obtain further details from other sources are in process. Additional information was received via email on 20nov2018 from, applied medical account manager. The only information I was able to get was clips were misfiring and scissoring. I could not get the specifics on which number it was or how the doctor was holding the clip applier. Patient status: no patient injury occurred as a result of the event.